Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation following an unrelated medical procedure (knee surgery). There was a lot of equipment in the hospital and near the pt that produced electromagnetic interference (emi). No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.